Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare (fph) field representative that water leaked from the connection between the water feedset tube and water bag spike of an mr290v vented autofeed humidification chamber during use. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The complaint mr290v vented autofeed humidification chamber is en route to fisher & paykel healthcare for investigation. We will provide a follow-up report once we received the complaint device and have completed our investigation.

Manufacturer narrative:
(B)(4). Method: the returned mr290v chamber was visually inspected for damage and was connected to a waterbag for functional testing. Results: the chamber filled normally when connected to a waterbag; however, once the chamber had filled, small drops of water were observed to leak from the connection between the feedset tube and waterbag spike. Inspection showed that insufficient glue had been applied between the connection of the feedset tube and spike, causing the leak. A lot check revealed no other complaints of this nature for lot number 100217. Conclusion: all chambers are pressure tested before leaving the production line and any holes or leaks in the feedset are identified during this process. Our user instructions that accompany the mr290 state the following: "set appropriate ventilator alarms." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." The waterfeed tubing is attached to the spike (B)(4). Our monitoring and trending of complaints involving damaged mr290 water feedset tubes due to insufficient glue applied has a rate of occurrence of (B)(4).

Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare (fph) field representative that water leaked from the connection between the water feedset tube and water bag spike of an mr290v vented autofeed humidification chamber during use. No patient consequence was reported.